Event description:
A malfunction was reported on the pump, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the resetting process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arise again.